Event description:
The customer reported that during a hysterectomy, a piece of the active waveguide disengaged from the dissector. The piece was removed from the patient cavity and the surgeon discontinued use of the device. There was no reported patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A picture sample of a scd396 sonicision cordless ultrasonic dissector was returned for evaluation. Visual inspection of the photo revealed that the waveguide had fractured and the tip had broken off. The customer reported that the device component disengaged. The reported condition was confirmed. The picture sample was examined and the investigation personnel concluded that the titanium waveguide was in use when it fractured. Dissector tips that come in contact with a metal objects (hemostats, clips, staples, retractors, etc.) During activation will be damaged. These contacts will cause the waveguides to crack and eventually break off. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors. Manufacturing non-conformances were reviewed. No entries pertinent to the customer&#39;s report were noted.